Event description:
The user facility reported that after successfully treating the lesion, devices, except for the wire, were removed and the destination sheath was exchanged for a short 10cm 6fr femoral sheath. The angio-seal was deployed into the arteriotomy, and devices was then pulled back. Upon pulling back the device, it was noticed that the anchor did not deploy as the whole device came out. Manual pressure was then applied for approximately fifteen minutes to result in a successful closure. The patient experienced no post operation issues. The estimated blood loss was less than 250cc. The procedure performed prior to the use of the angio-seal device was peripheral angiography. Additional information was received on 20may2025: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional cardiology md. One (1) 6 fr angio-seal device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath and carrier tube. The hemostasis sheath and carrier tube were fully mated in rear lock position. It appears to be in used condition with visible signs of blood. The device was unable to be reset due to the amount of blood present in the sheath; therefore, the device was deconstructed to expose the anchor, collagen and tamper tube. The complaint can be confirmed for a nondeployment device pullout. The returned device was deconstructed to find the anchor, collagen and tamper tube were present. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).